Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was received by our quality team for evaluation. From the photo, a broken catheter was observed. A device history record could not be evaluated as the lot number is unknown. The arterial cannula tube draw machine was reviewed, and the machine parts that contact the catheter tubing are the machine grippers, these grippers have a round flat surface with no sharp edges that could cause this nonconformance in the catheter tubing. The arterial cannula assembly machine was reviewed, and there is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. As on sample was received, the part off area could not be investigated to determine the cause of the broken catheter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: there is no batch number provided for this complaint. If there is a batch number provided, the DHR can be reviewed to check if there was any qn raised for broken catheter in the assembly needle batch used to produce this complaint batch. From the photo provided for the investigation of this complaint, broken catheter was observed. There was no sample received for this complaint. If there was sample received, the part off area can be investigated to determine the cause of the broken catheter. Arterial cannula tube draw machine: the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause part-off in the catheter tubing. Arterial cannula assembly machine: there is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. The complaint will be re-opened when there is sample received. The complaint trend will be monitored and tracked.

Event description:
It was reported that the bd arterial cannula experienced a catheter that broke from the hub. A portion of the device became embedded within the patient's artery as a result of the defect. The patient's artery was compressed, an ultrasound investigation was performed to locate the broken device piece, and surgical intervention was administered. Patient follow-up will occur. The following information was provided by the initial reporter: while supinating an arterial cannula, a nurse started removing the tape around the cannula. It suddenly started pumping blood, and the actual catheter broke loose from the hub, and the plastic tubing seemed to be stuck in the artery. The patient artery was compressed to stop the bleeding, and doctors called for to investigate the artery by ultra sound. They though they could see the tubing, so a vascular surgeon was called for and patient examined. Ended up with new surgery, and will be followed up. So a rather big impact for the patient, who also became very worried about the incident.